Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the right femoral for myocarditis. The patient was implanted on (B)(6) 2021 and explanted (B)(6) 2021. It was reported that during pcps and impella insertion hemolysis was noted. The device was adjusted in order to improve hemolysis; however, this did not help. As a result, blood products and haptoglobin were administered. No further information was provided.